Event description:
It was reported that during a middle cerebral artery stenosis procedure, the physician prepared the subject balloon without any problem. The subject balloon was placed at the lesion and physician inflated the subject balloon and found the contrast was leaking. The physician took the subject balloon out and found the balloon was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the hole/perforation was confirmed as there was balloon leakage noted during the test. The balloon catheter was found to be intact. During functional inspection, balloon has hole/perforation functional test failed. Defect was confirmed as there was balloon leakage noted. Balloon leaked functional test failed. There was balloon leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint codes ¿balloon leaked during use' and 'balloon has hole/perforation during use' were both confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per additional information provided, no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. The device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. The balloon was successfully inflated during preparation with no leakage noted. It was reported that the user 'prepared to use balloon to dilate. During preparation no problem was noticed. After placed the balloon to the lesion, the operator inflated the balloon but found contrast agent was leaked. Took the balloon out to check and found the balloon broken. The device was returned for analysis, and it was noted that there was a hole/perforation near the distal end of the balloon. When attempting to inflate the balloon the inflation fluid leaked from this location. The balloon catheter shaft was otherwise intact. The as reported and the as analyzed ¿balloon leaked during use' and 'balloon has hole/perforation during use' will be assigned procedural factors. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a middle cerebral artery stenosis procedure, the physician prepared the subject balloon without any problem. The subject balloon was placed at the lesion and physician inflated the subject balloon and found the contrast was leaking. The physician took the subject balloon out and found the balloon was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.